Event description:
It was reported that the procedure was to treat a lesion distal to previously placed stent in the cx. The lesion was pre-dilated with a balloon catheter and the zeta stent was placed without issue. It was determined that the stent needed post-dilatation and the zeta balloon was inflated up to 20 atm, which oversized the vessel, and a dissection was noted. The pt required surgery. The returned product eval revealed a detached balloon and add'l follow-up determined that it is unknown as to when the damage occurred, but nothing remained in the pt.